Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain'). In an adult female patient who had essure (batch no. C95072), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "she did not undergo essure confirmation test". The patient's medical history included: asthma. Concurrent conditions included: asthma, irritable bowel syndrome, nickel sensitivity, latex allergy, allergic rhinitis, cramp in lower abdomen, endometrial polyp and endometrial thickening. Concomitant products included: medroxyprogesterone acetate (depo provera) from (B)(6) 2014 to (B)(6) 2015 for birth control. Hydrocodone bitartrate;paracetamol (norco) for pain as well as hydromorphone, ibuprofen, intrauterine contraceptive device (paragard) from 2005 to 2015, ketorolac, ketorolac tromethamine (toradol) and salbutamol. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines/headaches"), dysmenorrhoea ("dysmenorrhea (cramping)/cramping during menses"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pain in extremity ("pain/leg pain"), arthralgia ("pain/hip pain") and back pain ("pain/back pain"). On an unknown date, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), headache ("complaints of headaches"). And menstrual disorder ("clotting during menses"). The patient was treated with surgery (removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, nausea, allergy to metals, dysmenorrhoea, fatigue, dyspareunia, pain in extremity, arthralgia, back pain, vaginal infection, cystitis, urinary tract infection, headache and menstrual disorder outcome was unknown. The reporter considered allergy to metals, arthralgia, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, nausea, pain in extremity, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted, in essure insertion date was: (B)(6) 2015 given initially, but in current pfs (B)(6) 2015 was given. In the pfs, it was mentioned that the patient will undergo hysterectomy(partial),oophorectomy and salpingectomy soon. In preparation, as attempted to place the assured. However, ostial spasm was note and therefore, unable to do so. Therefore, went to the right side and was able to place the essure tubal occlusion device. And then in a similar fashion, was placed on the left side. Discrepancy noted, as insertion date: (B)(6) 2015. Concerning the injuries reported in this case, the following one was described in patients medical record confirming: vaginal bleeding. Batch no#: c95072, production date: 2014-08-12, expiration date: 2017-08-31. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2020, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. C95072) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included asthma. Concurrent conditions included asthma, irritable bowel syndrome, nickel sensitivity, latex allergy, allergic rhinitis, cramp in lower abdomen, endometrial polyp and endometrial thickening. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2014 to (B)(6) 2015 for birth control, hydrocodone bitartrate;paracetamol (norco) for pain as well as hydromorphone, ibuprofen, intrauterine contraceptive device (paragard) from 2005 to 2015, ketorolac, ketorolac tromethamine (toradol) and salbutamol. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)/ cramping during menses"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pain in extremity ("pain/ leg pain"), arthralgia ("pain/ hip pain") and back pain ("pain/ back pain"). On an unknown date, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), headache ("complaints of headaches") and menstrual disorder ("clotting during menses"). The patient was treated with surgery (removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, nausea, allergy to metals, dysmenorrhoea, fatigue, dyspareunia, pain in extremity, arthralgia, back pain, vaginal infection, cystitis, urinary tract infection, headache and menstrual disorder outcome was unknown. The reporter considered allergy to metals, arthralgia, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, nausea, pain in extremity, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date was (B)(6) 2015 given initially, but in current pfs (B)(6) 2015 was given. In the pfs it was mentioned that the patient will undergo hysterectomy(partial),oophorectomy and salpingectomy soon. In preparation as attempted to place the assured, however, ostial spasm was note and therefore unable to do so therefore went to the right side and was able to place the essure tubal occlusion device and then in a similar fashion, was placed on the left side. Discrepancy noted as insertion date (B)(6) 2015. Concerning the injuries reported in this case, the following one was described in patients medical record confirming: vaginal bleeding. Batch no c95072, production date 2014-08-12, expiration date 2017-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020: pif received. Case becomes an incident. Removal and hospitalization were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.